Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, endoscopes would not rotate on the universal surgical manipulator (usm) 2. The customer stated that the issue had been a repeated issue on multiple cases. The technical support engineer (tse) advised the customer to try install the endoscope on usm 3, but the surgeon did not want to do so. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and failure analysis did not confirm the reported issue. The unit was tested on an in-house system in normal mode without any errors. It was also tested on a system testing platform and passed all related tests. Review of the system logs did not show any related errors. Contamination was not found on the usm.

Event description:
Refer to h10/h11 for follow-up information.